Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) channel which was oversensed causing pacing inhibition and asystole greater than two seconds for this pacemaker dependent patient. A revision procedure was performed and the rv lead was removed from service and replaced. No adverse patient effects were reported.